Event description:
A bariatric bed (capacity 1000 lb safe working load) collapsed during patient use, leaving the patient in a forward tilt position. User facility caregiver prevented patient from sliding out of bed via foot end. No injury to patient reported. This malfunction appears to be isolated to the collapse of one lift (hi-lo) actuator of the bed. The subject bed was returned to the company for inspection. Upon initial inspection of the device revealed a broken lift actuator. Company will supplement this report as the results of the testing and evaluation conclude.

Manufacturer narrative:
Company has notified the actuator manufacturer of this incident. Both parties are independently conducting further analysis of the suspect actuator in order to determine if the failure was a direct result of internal component failure. Company will supplement this report as the results of the testing and evaluation conclude.